Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer. An external visual inspection revealed the power entry module was broken and sitting inside the cycler. The reported spark and physical damage was confirmed with testing. The cause of the sparks was the power entry module making contact with the bottom of the cycler. The power entry module was would be replaced to resolve the reported issues. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a liberty select cycler that fell to the ground and became damaged. The power cord penetrated the back of the cycler casing and exposed the power supply area. The patient pulled out the power connections to attempt to restore power. The patient plugged the cycler in and turned it on, which caused the fuses in the home to trip. There were sparks visible inside the cycler. The technical service representative advised to discontinue use of the cycler and inform the peritoneal dialysis registered nurse (pdrn). The technical service representative replaced the cycler. During follow up the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient was able to complete treatment via continuous ambulatory peritoneal dialysis. The patient has received the replacement cycler and has continued peritoneal dialysis therapy with no further complications.